Event description:
This implantable cardioverter defibrillator (ICD) system exhibited elevated and fluctuating right ventricular (rv) lead impedance following a generator replacement. Historical data showed a gradual rise in impedance prior to replacement, followed by an expected drop with the new device, then minor fluctuations. No pacing inhibition or rv lead noise was observed. Due to the variability, technical services recommended further in-office evaluation to rule out under-insertion or intermittent lead fracture. Slightly elevated power consumption was attributed to persistent at/af and high rv sensing rate. The device is depleting normally, no malfunction was identified, and no adverse patient effects were reported. The system remains in service.

Event description:
This implantable cardioverter defibrillator (ICD) system exhibited elevated and fluctuating right ventricular (rv) lead impedance following a generator replacement. Historical data showed a gradual rise in impedance prior to replacement, followed by an expected drop with the new device, then minor fluctuations. No pacing inhibition or rv lead noise was observed. Due to the variability, technical services recommended further in office evaluation to rule out under insertion or intermittent lead fracture. Slightly elevated power consumption was attributed to persistent at/af and high rv sensing rate. The device is depleting normally, no malfunction was identified, and no adverse patient effects were reported. The system remains in service.